Manufacturer narrative:
Concomitant medical products: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented to the emergency department after having received an inappropriate shock for atrial arrhythmia however, the episode was detected as ventricular fibrillation. Undersensing was also noted on the right atrial lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.